Manufacturer narrative:
The hill-rom technician found the mast was cracked at the lower leg support weld during preventative maintenance. A search of the hill-rom maintenance records did not show hill-rom performed any prior preventative maintenance on this lift. It is unknown if the facility performs preventative maintenance on their lifts. The hill-rom technician replaced the mast and performed a functional test to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the hill-rom technician stating the mast is cracked at the lower leg support weld. The lift was located on the main floor at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).